Event description:
The event involved a microclave¿ clear neutral connector where the reporter stated that the distal end of vented tubing set in use for administration of propofol snapped off inside injection cap of cvc catheter when attempting to unhook administration set for line change. There was no harm reported as a result of this event.

Manufacturer narrative:
Device has been received but evaluation has not been completed.

Manufacturer narrative:
A photo was provided by the customer showing the male luer of an unknown mating device broken off inside of the mc100 microclave. Received one used mc100 microclave with the male luer of an unknown mating device broken inside. Crazing was found around the tip of the microclave, typical of environmental stress cracking during use. The area of the break had one side higher than the other, as well as beach marks indicative of a bending force. The reported complaint can be confirmed. The probable cause of the break is due to environmental stress cracking during use. The device history record was reviewed and no relevant nonconformities were found that would have led to the reported complaint. Corrected information can be found in d10 concomitant products, e1 - first name, e4 - initial report sent to FDA, e1 - initial reporter postal code, e3 - initial reporter occupation, g4 - PMA/510(k) # and h6 medical device problem code.